Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed the esophagus on august 2, 2013. According to the complainant, while testing the device, the bands bundled up on each other and were not able to be deployed. No damage was noted to the device, or the device packaging. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.